Event description:
According to the reporter: the open stapling device was difficult or unable to be closed. The device was not ultimately able to be closed. The two halves would not join and lock into place as usual at the hinge pin. The white flag interlock was not already engaged. Absence of excitation, the white flag bounced, resulting in no use of closed equipment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the open stapling device was difficult or unable to be closed. The device was not ultimately able to be closed. The two halves would not join and lock into place as usual at the hinge pin. The white flag interlock was not already engaged. Absence of excitation, the white flag bounced, resulting in no use of closed equipment. It was found that it cannot be closed when loaded the close instrument, and was not used on the tissue. The device cannot be squeezed and fired. It was replaced by an new device. No patient involvement.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The single use loading unit (sulu) was received with a full complement of staples and an engaged interlock. There were some staples protruding from the proximal end of the cartridge. The sulu was reset and loaded into a returned stapler. The sulu and instrument were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.